Event description:
An optometrist (ecp) contacted our firm to report an ae. A pt wearing acuvue oasys for astigmatism contact lenses was seen in the office in 2009. The pt had awakened with pain, redness and photophobia in the left eye. The ecp noted 3+ bulbar injection with mild staining and no cell and flare in the anterior chamber. The pt was diagnosed with keratitis secondary to contact lens overwear and was treated with vigamox due to the corneal staining. The pt returned for follow-up in the next day, and the os injection had increased. The ecp observed 2+ cell and 3+ flare in the os. The pt was diagnosed with iritis and the vigamox was continued and omnipred was added. The pt returned in the next day, and the iritis was resolved. The pt was instructed not to wear contact lenses for 3 days. Five sealed blisters packs from the lot in question were returned for evaluation. The parameters of the lenses were measured, and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A review of the device history record revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed! MDR events are reviewed at quarterly management review meetings. Any additional info will be sent within 30 days of receipt.

Manufacturer narrative:
Approved for single use and reuse.